Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) was exposed that would not normally be exposed. The instrument passed the electrical continuity test. The complaint regarding the burnt instrument tip was confirmed by failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. The reoccurrence of the alleged failure mode would not cause nor contribute to an adverse event or serious injury. It was reported that during central processing the tip of the maryland bipolar forceps instrument is burnt. Isi followed up with the initial reporter and obtained the following additional information: the thermal damage on the instrument was identified during reprocessing. The instrument was inspected for damage prior to reprocessing. The issue observed was charring. During the previous case there was no arcing observed. After the completion of the procedure, the instrument was inspected for damage in which charring was identified. During the previous procedure there were no instrument collisions. The device is available for evaluation. There are no photographic images of the device or video recording of the procedure available for review. There is no patient information to provide.